Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing high impedances and fracture was suspected. The dbs system was reprogrammed, and the patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7081937. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7087022. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7087088.